Event description:
It was reported that when the pump was turned on and initiated self-check, when the on button was pressed the pump started to beep and the screen read no disposable tubing. The pump was turned off, replaced the batteries, and restarted the pump, the same message reappeared. There was patient involvement and no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.